Event description:
On march 19, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter was giving an "error 1" message. The reporter stated that the pt purchased the meter about 1 month ago, but has never been able to test with it because of the "error 1" message. Although he was unable to test with the meter, the pt continued to take his medications for diabetes as prescribed. The reporter could not provide the details of the pt's medication regimen, but she did mention that the pt tests his blood glucose twice a day. During the time of concern, the reporter indicated that he had symptoms of blurred vision and feeling thirsty and tired. However, the reporter mentioned that the pt has had the symptoms for the past 2 months. Before he purchased the meter, the pt visited his doctor because of the symptoms. His blood glucose was tested on an unidentified device and a result of about "300 mg/dl" was obtained. The pt did not receive any medical treatment during the doctor's visit. The reporter mentioned that the pt's symptoms got "worse" because he was unable to test with the meter. However, she was unable to explain how the symptoms worsened. The pt did not seek or receive medical attention after the meter issue started. The meter, test strips, and control solution were replaced. The reporter mentioned that her husband received the replacement in 2007, and was able to test his blood glucose that night. He got a result of "480 mg/dl." This morning, he was able to get a blood glucose result of "360 mg/dl." At this time, the pt still has the same reported symptoms and has a doctor's appointment three days later. This complaint is being reported due to the following conclusion: the reporter alleged that the pt was unable to test his blood glucose for the past month and that his symptoms, suggestive of hyperglycemia, got worse during that time. The pt received a replacement meter and got results of "480 and 360 mg/dl." Prior to the meter issue, the pt had obtained a result of around "300 mg/dl" in a hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.